Event description:
The customer reports that she experienced an event where she was grunting in her sleep and incontinent. Her bg result was 290 mg/dl on either the accu-chek advantage system or the accu-chek compact plus system. The customer could not recall which symptom produced the result. Her fiance treated her by pouring syrup in her mouth. The customer also fell and broke her coccyx. The paramedics were called and tested the customer. Her bg was 33 mg/dl on the professional meter. She was taken to the hospital where her bg was 26 mg/dl. At the hospital, she received an injection of "d12" and felt better 15 mins after treatment. She was also given food to eat. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for the accu-chek compact plus system suspect device. Reference medwatch with a1 pt for the accu-chek advantage system suspect device.